Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an anomaly due to the patient's cancer condition. Additional information was requested for further investigation but no pertinent information was received. To date, the lead remains in service. No adverse patient effects were reported.